Manufacturer narrative:
Device was used for treatment, not diagnosis. Explanted date not provided. The investigation could not be completed and no conclusion could be drawn, as no product was received. A review of the device history record has been requested. A review of the device history record revealed no complaint related anomalies. Device was used for treatment, not diagnosis. Placeholder.

Event description:
It was reported that on (B)(6) 2013, during a left hip trochanteric fixation nail (tfn) procedure the helical blade and the distal locking screw on a short tfn was impacting the nail. The surgeon stated that the correct 130 degree angle aiming arm was used. This is report 8 of 8 for complaint #(B)(4).